Manufacturer narrative:
The panel rear cab brkt was returned to the manufacturer for analysis. Analysis found that there was an electrical failure due to a loose connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported they could reproduce the reported issue. The reported issue was caused by the rj-45 jack on the inside of the interconnect panel. Just lightly touching this connector caused the connection to drop and the pendant goes to standalone mode. The representative replaced the interconnect panel, a total of 36 scans were taken. All scans went as expected and no further issues were seen. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation was performed as the issue was resolved during initial troubleshooting.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system stated it was in standalone mode. After disconnecting and reconnecting the umbilical 3 times resolved the issue. No patient present.